Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a spline detached on the distal end of the intellamap orion high resolution mapping catheter. During preparation, the catheter appeared normal. Non-boston scientific sheaths were used. It was unknown if the sheath was straight or curved during retraction into the sheath. It was unlikely to be a user error. The patient did not have unusual anatomy. During the first map, noise was observed on the proximal splines, but it did not hinder the mapping ability. During the procedure, the patient went into polymorphic ventricular tachycardia (vt) and required cardiopulmonary resuscitation (CPR). They physician suspected (but could not be sure) that the orion may have been damaged while in the left atrium during CPR. No further information was available regarding the cause of the vt. The catheter was removed and the physician performed a cryoablation. Before the orion catheter re-entered the body, the detachment of the spline was noticed. The catheter was exchanged and the procedure was successfully completed with no further patient complications. No resistance was felt while maneuvering the catheter. The device has been returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection of the device showed that several splines are free moving. Device was inspected under the microscope for damage. Heavy damage was noted at both breakpoints of the array. Heavy damage allowed the splines to loosen from the cap. Adhesive loss was not the reason for spline detachment. Noise complaint was not confirmed. Due to the nature of the damage the device could not be tested without risking further damage which would comprise device integrity. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, a spline detached on the distal end of the intellamap orion high resolution mapping catheter. During preparation, the catheter appeared normal. Non-boston scientific sheaths were used. It was unknown if the sheath was straight or curved during retraction into the sheath. It was unlikely to be a user error. The patient did not have unusual anatomy. During the first map, noise was observed on the proximal splines, but it did not hinder the mapping ability. During the procedure, the patient went into polymorphic ventricular tachycardia (vt) and required cardiopulmonary resuscitation (CPR). They physician suspected (but could not be sure) that the orion may have been damaged while in the left atrium during CPR. No further information was available regarding the cause of the vt. The catheter was removed and the physician performed a cryoablation. Before the orion catheter re-entered the body, the detachment of the spline was noticed. The catheter was exchanged and the procedure was successfully completed with no further patient complications. No resistance was felt while maneuvering the catheter. The device has been returned for analysis.